Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with blood glucose (bg) of 57 mg/dl overnight while using insulin pump therapy for the first time. The user self-treated with glucose tablets and food, and blood glucose levels returned to normal. No hospitalization or medical intervention was required, and no long-term health effects were reported.